Event description:
Patient was being operated on for neurosurgery lesion with open skull. The syringe pump alarm sounded for occlusion and the syringe was changed. The patient woke up on the table and became agitated.

Manufacturer narrative:
Results:l no samples are available for evaluation. Additional information has been requested, and if received a supplemental report will be submitted. Conclusion: due to similar complaints for the 50ml syringe, implementation of a higher viscosity barrel lube was performed at the plant, which had shown to lower pump forces. In addition, an in-process pump force requirement has been implemented. New lubrication has been implemented at the beginning of february 2014. (B)(4).